Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured; full atrial lead in segments returned and analyzed.

Event description:
It was reported that the atrial lead had a fracture, noise, and high impedance greater than 2500 ohms. The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.